Manufacturer narrative:
The pod was received with the needle mechanism deployed. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The pod completed the first and second priming sequences with an expected number of pulses in each sequence. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. The cause of the reported event could not be determined.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.